Event description:
During attempts to place a catheter for plasmapheresis and possible dialysis, the pt complained of pain after the needle was placed and the wire threaded. The wire was pulled with continued good venous flow from the needle. The pt became progressively hypotensive with worsening throat pain. The pt's condition continued to deteriorate. A code was called and the pt eventually expired. Preliminary autopsy reports revealed puncture of the ascending aorta and superior vena cava with cardiac tamponade and anterior mediastinum hematoma. The size and type of puncture led to suspicion of the guide wire, as opposed to needle or the dilator, as the cause of the perforation.